Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1(event site state: db). Contact details: name: n. Contact department: clinical engineering. Contact person e-mail address: n.n@nhs.net. Contact person occupation: biomedical engineer. It was reported that during pm performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had a issue of failed battery run test. The call is still awaiting a po from the customer. No further information available about service repair. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.